Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the varicies during an esophagogastroduodenoscopy with bander procedure performed on (B)(6) 2021. During the procedure, the rest of the bands were stucked. The procedure was completed with same speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150203 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. The trip wire was secured and the slack was correctly taken up. Additionally, the trip wire was found kinked close to the proximal section at the handle. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event of difficult to deploy the bands could not be confirmed. The ligator head was not returned for analysis and the trip wire was secured and the slack was correctly taken up. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. However, the trip wire was found to be kinked and this could have been generated due to user manipulation or technique used during the procedure. Taking all available information into consideration, the most probable root cause for this event is no problem detected since the reported problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for esophageal varicies during an esophagogastroduodenoscopy with bander procedure performed on (B)(6) 2021. During the procedure, after the second band deployed the rest of the bands seemed stuck and the knob had to keep getting spun to deploy. The procedure was completed with same speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event.